Manufacturer narrative:
Rwmic will follow up with the user facility and manufacturer to obtain additional and missing information. Rwmic considers this case open.

Event description:
On march 28, 2019, a richard wolf medical instruments corporation (rwmic) sales representative reported the following: the system was having suction issues and the facility wanted to return the devices for repair. A loaner was provided to the user facility, but the malfunctioning devices were not immediately returned to rwmic for repair. The sales representative contacted the complaints specialist on (B)(6) 2019, and reported that the malfunctioning devices were used again during another case that same day, (B)(6) 2019. The system had suction issues, which resulted in part of the patient's bladder being sucked into the pump. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Specifically, was the device being used on a patient when the issue occurred? Yes. Was there any injury or illness to patient or other personnel due to issue? Yes. Did the issue cause a delay in the procedure being performed that put the patient at risk? Yes. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes. How was the patient anesthetized? Unknown. The following components were returned to rwmic and sent to the legal manufacturer for evaluation: motor control unit - part #2303011, serial # (B)(4) (MDR 1418479-2019-00016), suction pump - part # 2208001, serial # (B)(4) (MDR 1418479-2019-00017). The motor hand piece, part # 8564.021, serial # (B)(4) (this MDR), has not yet been returned.